Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify rewind anomaly due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating a rewind anomaly with their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer did not return the product back for analysis.